Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for tilt. The definitive root cause for the reported event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced tilt. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6) year old male. Weight information was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced tilt, migration and perforation. This information was received from one source. One patient was involved with no patient consequences. The patient was a 25 year old male. Weight information was not provided.